Event description:
Healthcare professional (hcp) reported a patient was injected in the chin with 1ml of juvéderm voluma® xc. The patient experienced ¿significant bruising in chin mental after treatment with cannula; hcp also suspected potential vascular occlusion but stated good capillary refill¿. Symptoms status are unknown.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.